Manufacturer narrative:
(B)(4): testing confirmed the "up", "down" & "contrast" keys are intermittently unresponsive. The keypad was intact and was removed for investigation: contamination was found under all key contacts. The display is faded, discolored and difficult to read. When replaced a test display, the screen was fully functional.

Event description:
The patient reported that the ok button is not working. The patient mentioned that they had to press the ok button hard for the past couple of week; however, now it does not work at all. There has been no trauma on the pump. Patient noticed only today that the bottom of the keypad is peeling up. The patient mentioned that they noticed an issue with the ok button before the peeling of the keypad. At this time there is no evidence that the pump caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.